Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of an amia automated pd cycler set without an alarm during peritoneal dialysis therapy. This event occurred while the patient was connected. The patient stated that large air bubbles were present all throughout the patient line. There was nothing unusual found during troubleshooting that would cause or contribute to the reported air in line. The renal therapy service agent advised to end therapy and start over using all new supplies. The patient was able to start over using new supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.